Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a distal type I endoleak from the contralateral limb was discovered during a routine follow up. The physician elected to implant a 16x10x156 endurant iliac extension and the endoleak was resolved. The physician stated that the cause of the endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.